Event description:
IV tubing noted to become spontaneously disconnected from IV cap/clave on patient's PICC line. Unsure if patient received ordered medication that was given. IV cap/clave changed. Again, spontaneous disconnection from tubing was noted.